Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing was defective, with fluid leaked from the distal end when connected to the patient. A bolus of hydrogen and sterile water was administered to the patient. There was patient involvement with no reported harm.